Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had been soiled, indicating that it had been used. The evaluation found that the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. It was reported that the device received a red light and would not activate prior to use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the waveguide was found to be broken. The waveguide was inspected under magnification and the origin of the crack was identified. The evaluation found that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after generator and battery have been connected, the handle did not react with any led. Two devices did not work. With the third device, the same set (generator and battery) worked properly. There was no patient involvement. The medtronic's initial evaluation of the incident device found the disposable device revealed that the tip of the waveguide had fractured and disengaged. The broken piece was returned. The device had been soiled, indicating that it had been used.